Manufacturer narrative:
The handpiece was received at the manufacturer for service. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device continued to run on its own. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.